Manufacturer narrative:
Visual analysis was performed on the returned unit. The reported undersized stent was unable to be confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A cine of the procedure was received and reviewed by a clinical specialist who noted the following: based on the image provided it does appear that the deployed stent was shorter than the labeled length. The proximal and distal markers were confirmed to be 60 mm apart based on returned device inspection. Based on the reported information, returned device analysis and review of the cine image, the investigation was unable to determine a definitive cause for the reported undersized stent. At this time the actual length of the deployed stent cannot be confirmed without qualitative analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a mildly calcified, none tortuous left common iliac artery. The 8.0x60mm absolute pro stent was implanted. It was then noted that the stent was significantly shorter than the delivery catheter marker length. An additional unspecified stent was needed to cover the lesion. There was no adverse patient sequela reported. No additional information was provided.